Event description:
A physician reported a catheter was implanted on (B)(6) 2021 in a (B)(6) female patient and on (B)(6) 2021 was observed migration of the peritoneal catheter out of the peritoneum. A revision surgery was performed (laparotomy and laparoscopy) which allowed to correctly reposition the end of catheter in the peritoneal cavity. The catheter remains implanted and it seems not to migrate again. However the patient had regular surveillance to verify the correct placement of the catheter tip. The procedure was a ventriculoperitoneal derivation and the catheter was implanted with a certas plus valve. The suspicion of distal catheter migration was also due to a subcutaneous csf collection.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint sample was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for ¿observation of migration of the peritoneal catheter out of the peritoneum¿ issue reported by the customer could be due to user uses an incompatible/ inappropriate technique and/or sharp object cuts silicon material. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a